Event description:
It was reported that twenty minutes post shock, noise was seen on the right ventricular (rv) channel electrogram (egm) and technical services (ts) was consulted to review the information. Upon review, ts discussed it appears to be placement based cross talk of the atrial pace on the rv channel which lands during cross chamber blanking and appropriately blanked. Further review of egms found a situation where the atrial pace led to ventricular blanking after the atrial pace blanking period. This led to the ventricular sense being in refractory and undersensed and ventricular pacing occurs. The ventricular pacing then led to a ventricular tachycardia (vt) or pacemaker mediated tachycardia (pmt). Ts noted that this had no effect on rate or on detection time. Ts discussed the option of shortening the ventricular blanking after atrial pace. Another instance of cross talk was during sensor pacing where the atrial pace coincided with a premature ventricular contraction (pvc) and caused the ventricular sense to be in blanking. The ventricular pace occurred as expected. Due to the re-triggerable noise window. Ts further discussed that noise from the atrial pace has recently started to appear on the shock channel and suggested investigation of the integrity of lead and connection. The implantable cardioverter defibrillator (ICD) system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.